Event description:
The device was replaced due to end of life. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. A power on reset (por) occurred on (B)(6) 2014 after the explant data. "Firmware initiated a por with no reason code" was indicated. Por disabled telemetry c. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).